Event description:
It was reported that the patient said that when he urinates, he dribbles, like there was no pressure, although he had some this morning. The patient said he still have to wait 30-40 seconds before he can urinate. This was since he had stimulator system, prior to implant the patient had no control at all. The patient had radiation seed put in to treat prostate cancer. The patient said he would always dribble and never empty his bladder the first time, he would urinate and shut off for 30 seconds to a minute and then go again. The patient would have to wear depends and he can't trust the neurostimulator. The patient said the maximum amount of time he can wait after he gets the urge was 10 minutes. The patient said he changed program from 2 to 3 at 2.60, 10 days ago, but it doesn't make a difference. The patient wanted to know if it's normal to dribble; the patient reports that he gets zapped while driving, especially if he hits a bump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient said that when he urinates, he dribbles, like there was no pressure, although he had some this morning. The patient said he still have to wait 30-40 seconds before he can urinate. This was since he had stimulator system, prior to implant the patient had no control at all. The patient had radiation seed put in to treat prostate cancer. The patient said he would always dribble and never empty his bladder the first time, he would urinate and shut off for 30 seconds to a minute and then go again. The patient would have to wear depends and he can't trust the neurostimulator. The patient said the maximum amount of time he can wait after he gets the urge was 10 minutes. The patient said he changed program from 2 to 3 at 2.60, 10 days ago, but it doesn't make a difference. The patient wanted to know if it's normal to dribble; the patient reports that he gets zapped while driving, especially if he hits a bump. Follow-up information received from the healthcare provider (hcp) reported that after implant the therapy seemed to work very well for the patient. He returned in august 2011 and could only feel stimulation in his perineum. He was repr ogrammed in (B)(6) 2012 and it did seem to help, but he still had terminal dribbling and urgency as well as the incontinence that required two to three pads a day. He still only felt stimulation in the perineum as well. The battery then got very low, so it was replaced. The patient recovered without permanent impairment.

Event description:
Follow-up information received from the healthcare provider (hcp) reported that after implant the therapy seemed to work very well for the patient. He returned in (B)(6) 2011 and could only feel stimulation in his perineum. He was reprogrammed in (B)(6) 2012 and it did seem to help, but he still had terminal dribbling and urgency as well as the incontinence that required two to three pads a day. He still only felt stimulation in the perineum as well. The battery then got very low, so it was replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v403349, implanted: (B)(6) 2010, product type: lead. (B)(4).